Event description:
The patient reported that the pump was rebooting at random. The patient confirmed that the battery cap was secure and the yellow o-ring was not visible; there was no known trauma and the pump was not exposed to water. The patient reported that the issue did not appear to be related to the battery cap. This report is made based on the allegation that the pump rebooted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed no unexplained power events. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours without power issues. The battery cap was tested and found to be within specifications. The pump was opened and no internal defects were found.